Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during an unknown procedure, pouch broke during removal. Another device was used to complete the case. There were no adverse consequence to the patient.